Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative regarding a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use. It was reported that the device migrated and started to cause pain in hip and leg specifically was pressing on the left hip joint. Pain started (B)(6) 2021. Lead, stimulator, battery pack removed on (B)(6) 2021, new devices implanted.  No further complications were reported/anticipated at this time.